Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. A second seal was used, while the surgeon was pulling out the seal to unravel, the anchor came off the seal stem and fell to the floor. It is believed that the surgeon may have incorrectly pulled the safety tab rather than correctly from the string. No patient complications were reported by the hospital. This report is for the second seal.